Event description:
It was reported via fax, the pilot valve is not shifting. Per independent repair center statement, unit alarming or red light. The key failure was the 4way valve. Valve operator defective. No patient injury alleged, no additional information provided.